Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occured in ireland. It was reported that patient faced large nodule (red and hot to touch) infection event on 02-mar-2026. The insertion site was left side of abdomen. The patient was treated with antibiotics (flucloxacillin). No further information is available.